Event description:
When running the alinity m resp-4-plex assay, customer reported concern that 5 sample ids (sids) generated a positive result on more than one assay target. Specifically, they were reporting weak positive flu b signals coming together with positive flu a or rsv signals. Sid (B)(6) positive for flu b and flu a on december 7th. Application specialist performed amplification curve analysis, which indicated normal amplification. The samples were not retested and they were reported out of the laboratory. If the signal was weak then this information was additionally given. The customer is not aware of any impact to patient management. Remaining sample ids will be submitted on subsequent mdrs.

Manufacturer narrative:
The following mdrs are associated with this observation: 3005248192-2022-01256, 3005248192-2022-01258 and 3005248192-2022-01259. Elevated complaint investigation will be performed. This incident is being reported to FDA because the incident occurred in germany using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: alinity m resp-4-plex (list 09n79-090) lot 382437 retain sample was tested. Lot 382437 met all validity and acceptance criteria with no error codes. All curves did not cross the threshold and were interpreted as negative. The validity rate for the specimen samples was calculated at 100% which meets the specimen validity criteria of 100% for the rsv, flu a, flu b, and sars-cov-2 target. There were no observed instances of double positives. As a result, a potential product deficiency was not identified by this evaluation. Customer data review: the runs involving the reported sample identification (sids) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. Several of the reported sids are close to the limit of detection (lod) for their reported targets. Technical application specialist (tas) performed an analysis of the run data from the previous five (5) weeks from the date the double positive sids were reported. Of the 96 tests perform only five (5) reported double infection. Curve analysis showed normal amplification for all affected target for the reported five (5) sids. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 382437 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex kit (list 09n79-090) lot 382437 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot# 382437 or component lot# 3824371. Complaint history review: the complaint history review identified no additional complaints related to discrepant results (false positive) for the alinity m resp-4-plex amp kit lot # 382437 a product deficiency was not identified by this evaluation. Based on the investigation elements, a product deficiency could not be identified by this review.